Event description:
It was reported that stent fracture occurred. A 6x150, 130 cm eluvia drug-eluting vascular stent system was implanted on (B)(6) 2024. Post implantation, no stent fracture was noted. It was noted at an unknown date that the stent was fractured. The stent was not removed and remained in the patient. There were no patient complications.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. E1: (B)(6).